Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the small battery drive device was seized, jammed, and moving heavily. It was further determined that the device was unresponsive during pre-test; and that the motor jammed and electronic control unit malfunctioned. It was further determined that the device failed pretest for triggers and electronic control unit function, switching function, oscillation angle, check the off/oscillation/on switch mode function. It was noted in the service order that the device motor did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.